Manufacturer narrative:
The report of autoreducing was confirmed. Analysis of the returned paddle lead found that both lead tails had a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing autoreducing, which is causing the patient to have ineffective therapy. A manufacturer representative confirmed that there are high impedances in the lead. As a result, surgical intervention may be pending at a later date to address the issue.

Event description:
Related manufacturing number 3006705815-2021-03060. It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg and lead was explanted and replaced. The impedance issue was no longer present post op.